Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menometrorrhagia ('period for a year') and deep vein thrombosis ('dvt in her main vein') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. In 2013, the patient had essure inserted. In 2013, the patient experienced menometrorrhagia (seriousness criterion hospitalization), deep vein thrombosis (seriousness criterion medically significant), headache ("she had a headache for a year"), acne ("acne like a teenager") and herpes zoster ("shingles 18-20 times"). The patient was treated with lenox shots. Essure treatment was not changed. At the time of the report, the menometrorrhagia, deep vein thrombosis, headache, acne and herpes zoster outcome was unknown. The reporter considered acne, deep vein thrombosis, headache, herpes zoster and menometrorrhagia to be related to essure. The reporter commented: medical/ surgical intervention performed- yes hospitalisation- unspecified date and cause quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of menometrorrhagia ('period for a year') and deep vein thrombosis ('dvt in her main vein') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. In 2013, the patient had essure inserted. In 2013, the patient experienced menometrorrhagia (seriousness criterion hospitalization), deep vein thrombosis (seriousness criterion medically significant), headache ("she had a headache for a year"), acne ("acne like a teenager") and herpes zoster ("shingles 18-20 times"). The patient was treated with lenox shots. Essure treatment was not changed. At the time of the report, the menometrorrhagia, deep vein thrombosis, headache, acne and herpes zoster outcome was unknown. The reporter considered acne, deep vein thrombosis, headache, herpes zoster and menometrorrhagia to be related to essure. The reporter commented: medical/ surgical intervention performed- yes. Hospitalisation- unspecified date and cause. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: nullification: this report was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted in bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.